Event description:
It was reported that the zimmer electric dermatome was not working. The reported issue was found during preventative maintenance of the device and there was no patient or surgical involvement.

Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause (B)(6) site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/15/2012 and has no repair history at zimmer surgical. Evaluation of the device observed verified it was not working. The device did not operate upon receipt. Evaluation of the motor revealed external corrosion and that it did not operate. Prior to repair, the calibration was within the specifications. Repair included replacement of the standard repair parts. Customer returned a power supply which displayed no visible issues and met functional specifications. Improper handling related to cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece, which corroded the motor and most likely caused the customer's reported event. The device was serviced and returned to the customer.